Event description:
Pt had tmj implant implanted at another facility in 5/93. A recall was made by the MFR. Pt began experiencing increased amount of pain, adventitious sound, and a decreased ability to open her mouth. Implant of right tmj was removed on 12/26/96. It should be noted that the lot, cat, model, nd serial numbers were unknonw, as implant was implanted at a different facility.